Manufacturer narrative:
The impella device was disposed of. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 54-year-old male patient for the indication of cardiomyopathy. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The patient had a past medical history significant for prior coronary artery bypass graft surgery. During ongoing impella 5.5 support, a high purge pressure alarm and low purge flow, reported as 0.0, were observed. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate at the time of reporting. In response, tissue plasminogen activator (tpa) was administered as part of clinical management for suspected purge system obstruction. Despite these interventions, the purge system abnormalities did not resolve. Due to the persistent purge system issue and inability to restore appropriate purge flow, the physician elected to explant the impella 5.5 device. The reported high purge pressure and low purge flow are consistent with potential purge system obstruction, which may occur due to thrombus formation or resistance within the purge pathway during mechanical circulatory support.